Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead had high thresholds. The physician felt this was unacceptable and the lead was not implanted. Also, a sheath/introducer that was used had been torn and could not be re-used. No patient complications have been reported as a result of this event.